Event description:
The customer reported that during use of this microchoice high speed drill in a dental surgical procedure on (B)(6) 2012, the handpiece overheated causing a second degree burn to the patient's upper right side lip. The patient was treated with antibiotic ointment and follow-up visit on (B)(6) 2012 indicated that there was no permanent scar noted.

Manufacturer narrative:
Both the handpiece and bur guard were received for evaluation on (B)(4) 2011. An evaluation of the returned handpiece was unable to duplicate/confirm the reported problem of "overheating", as the unit met manufacturer temperature specifications and passed all functional requirements with no problems noted. An evaluation of the returned bur guard was unable to verify the reported problem of overheating and found the unit met manufacturer temperature specifications. Further evaluation did find worn bearings. Service records indicated that the pm on this bur guard was slightly overdue, based on the last service/repair date of (B)(4) 2012. The instruction manual informs the user of a 6 months service interval for both the handpiece and bur guard. To reduce the risk of injury, conmed linvatec recommends the following safety precautions: prior to each use, all instruments and accessories must be inspected for proper operation. Overheating might occur if the instrument or accessory bearings are worn or not kept cleaned. Continually check all parts of the instrument or its attachments for overheating. If overheating occurs, discontinue use and return the equipment for service. In addition, overheating may occur if the bearing in the tip of the bur guard is worn, possibly causing serious burn to the patient's tissue. To reduce the risk of injury, prior to surgery, spin the bur guard on a bur. If the bur guard spins freely, the bearing is still good. Otherwise, the bur guard should be sent for repair immediately. Do not use. As certain internal components (bearings) are known to degrade overtime, conmed linvatec recommends a service interval for this handpiece and its associated bur guards every 6 months. Failure to follow this service schedule may result in overheating or damage to the handpiece and/or bur guard, and may result in burn injury to the patient or medical personnel. A letter of education will be sent to the user facility in regards to the recommended preventative maintenance schedules.